Event description:
It was reported that the rv lead had low impedance values, oversensing and threshold increase. X-ray showed integrity issue at 1st rib/subclavian area. Atrial lead was also showing signs of clavicular crush (sensing/capture difficulty, lead fracture). Both leads were removed. No patient complications have been reported as a result of this event.